Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 09/02/2025. An investigation was conducted on 09/02/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact with no visual defects observed. The shaft of the device was observed to be bent upwards. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed, however, the analyzed failure "material twisted/ bent shaft" was observed. The lot # 3000492593 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone cautery tip was lifted. No components detached from the device. A new device was used to complete the procedure. There was no delay. There was no patient harm.